Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# 0213038774, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer had been seeing her general practitioner (gp) for the past 2-3 months for a potential implantable neurostimulator (ins) site infection and had been treated with oral antibiotics. The gp did not refer the consumer back to the specialist until the antibiotic therapy was complete. On presentation to the specialist, he noted a sinus had formed at the corner of the ins incision site and on palpation of the site, it oozed serious fluid. The specialist booked the consumer for removal of the system and it was completely and successfully removed (ins and lead). It was noted that the pocket site was swabbed for bacterial culture, irrigated, and debrided. There were no further complications reported and/or anticipated.